Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain and discomfort in his hip and groin area, limitation in his range of motion, difficulty in bending and other symptoms and other complications. Patient's revision operative report was received. Upon revision the cup was found to have no bone ingrowth, and corrosion was found around the stem. The sleeve and stem are being added to the complaint re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.